Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to da vinci-assisted surgical procedure, fenestrated bipolar forceps was found to have damaged cable. Backup instrument of same kind was used. The procedure was completed with no reported injury.